Event description:
It was reported while using unspecified bd infusion set there was an underinfusion. There was no report of patient impact. The following information was provided by the initial reporter: on 23 apr 2023, product surveillance received a literature article from medical affairs entitled IV smart pump accuracy: a covid-19 practice assessment, 2023, in regards to spectrum iq infusion pumps (product code: 3570009, serial number: unknown). It was stated, "only the baxter sigma ivsp permitted flow of fluid through tubing b2048 at all flow rates, resulting in a decreased flow rate accuracy below the accepted +/- 5% accuracy." The event occurred during patient use. The event date and the location within the user facility where the event happened were unknown to the reporter. There was patient involvement but no adverse event associated with a baxter device deficiency. This is a general complaint to address multiple pumps, therefore, no sample will be returned to baxter healthcare for service. No other information was provided by the initial reporter during complaint intake.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd infusion set there was an underinfusion. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, product surveillance received a literature article from medical affairs entitled IV smart pump accuracy: a covid-19 practice assessment, 2023, in regards to spectrum iq infusion pumps (product code: 3570009, serial number: unknown). It was stated, "only the baxter sigma ivsp permitted flow of fluid through tubing b2048 at all flow rates, resulting in a decreased flow rate accuracy below the accepted (B)(4)accuracy." The event occurred during patient use. The event date and the location within the user facility where the event happened were unknown to the reporter. There was patient involvement but no adverse event associated with a baxter device deficiency. This is a general complaint to address multiple pumps, therefore, no sample will be returned to baxter healthcare for service. No other information was provided by the initial reporter during complaint intake.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there were flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.